Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to faulty force sensor resistor also, unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor was tested outside of the unit and passed. The insulin was programmed and monitored for two days and no blank display noted. The insulin pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. The stop idle current and run current measurement tests are within specification also, passed off no power alarm test. No motor error alarm noted during testing. No motor position encoder error alarm noted in the alarm history screen. The insulin pump, had minor scratched display window, scratched reservoir tube window and cracked reservoir tube lip. The insulin pump was returned without the original belt clip unable to verify damage to belt clip. No damage noted at the insulin pump belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that he was receiving motor error alarms and a motor position encoder error alarm. The insulin pump powered off without a warning or alarms. Customer's blood glucose level went up to 370 mg/dl because it was off for three hours. The insulin pump was exposed to an airport scanner. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.